Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed in the lab. Bench testing showed the hv output transistors were damaged. The measured damage pattern indicates the rv electrode was shorted to the svc electrode during hv therapy delivery. It is believed the shorting of the electrodes was caused by a lead anomaly.

Event description:
It was reported that the pt presented in-clinic after receiving therapies. The device had alerts for possible output circuit damage and low impedance. The system was explanted and replaced.